Event description:
The patient¿s mother reported that the patient was admitted to the pediatric intensive care unit following an issue with the omnipod controller that prevented bolus delivery. According to the mother, the controller battery drained rapidly, and the patient was unable to reset the omnipod app password because the password reset email was not received. As a result, the patient experienced elevated blood glucose levels and was subsequently diagnosed with diabetic ketoacidosis. No additional information was provided regarding any symptoms experienced prior to seeking medical attention, specific blood glucose levels, treatment received during hospitalization, or the discharge date. Multiple good-faith attempts to obtain further information were unsuccessful. No additional details are available.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported controller battery failure. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.